Event description:
Customer reported that male luer on the alaris pump module administration set backs off of the maxzero connector. The male luer on the IV set would spin off or disconnect causing leakage. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.